Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had crack and was exposed to moisture. Insulin pump didn't turn on. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No blank display or a21 alarm were noted. However unit was visually inspected found moisture damage to the electronic assembly noted.